Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead experienced dislodgement after implant. The helix appeared to be slightly extended. The helix could not extend or retract. The lead was repositioned and remains in service. No additional adverse patient effects were reported.